Manufacturer narrative:
Device evaluation: the device involved in this complaint was not available to be returned, therefore a document based investigation will be complete. This file is related to pr376186, pr376187 and pr376189. Documents review including IFU review: as the lot number of the complaint is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution hmbl 4 tri devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, ifu0030, users are advised of the following: if the package is opened or damaged when received, do not use. Visually inspect with particular attention to joints, cracks or breaks. If an abnormality is detected that would prohibit proper working condition, do not use. The IFU states that maintain suction of haemorrhoid by keeping suction port covered. Deploy band by slowly rotating suction spool downwards until tension is released. Uncover suction port of ligator to relieve suction on haemorrhoid. This will allow ligated haemorrhoid toe be released from tip of device. There is not sufficient evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause for the customer complaint could not be determined from the available information. A possible root cause could be attributed to the users technique during the procedure. It is possible that if suction was not released or too much tissue was sucked into the tip of the device, this may have caused the bands to slip off the haemorrhoid as the tissue may not have bulged around the band holding the bands in place, or if the user did not begin at the most proximal location from the anal sphincter and proceed distally resulting in passing the shortshot over a previously placed band this may dislodge the band several attempts have been made to request additional information but it has not been forthcoming, if this is received at a later date the investigation will be updated accordingly. Summary: complaint is confirmed based on customer testimony. The patient outcome has not been reported, it has been assumed that the patient did not experience any adverse events due to this occurrence. Should contradicting information be received the file will be reopened and updated accordingly. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The rep reported a complaint from reservoir private regarding 4 x shortshot hmbl4 tri failing to engage. Lot numbers: 1 x c19665 rep asked to confirm lot pr376186. 1 x c1962064 - pr376187. 1 x c19634 rep asked to confirm lot pr376188. 1x c1966535 - pr376189.